Event description:
It was reported that the patient presented with diaphragmatic stimulation. It was noted that the right ventricular (rv) lead exhibited unstable thresholds. Fluoroscopy revealed that the lead helix was bent and slightly elongated, and was suspected to be microdislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.